Event description:
On (B)(6), 2010, a pt underwent a c5-6-7 decompressive laminectomy. The pt was positioned prone on a wilson frame and his head was placed in a mayfield headrest with pins. Approximately a half hour into the case, either the locking mechanism or the teeth on the tong slipped. The pt was not injured and the surgeon continued with the procedure without repositioning the pt's head. The procedure was performed without any problems or difficulties after the mayfield slipped. Integra adult disposable skull pins were used. No stereotactic device was used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.